Event description:
This elderly male was in the pacu (post anesthesia care unit) status/post successful tavr (transcatheter aortic valve replacement). The patient was receiving IV nitroglycerin via an alaris pump. According to the pacu rn, during delivery the pump alarmed "clamp not closed." The pump module door was observed by the nurse to be closed. The rn noticed the nitroglycerin was infusing rapidly. The pump was paused, and the roller clamp closed. The patient's blood pressure dropped but returned to normal within 15 minutes. The anesthesiologist was called to the bedside and remained with the patient throughout this event. The patient remained awake and alert throughout the event. The pump and pump module were sequestered and sent for bioengineering inspection. The bioengineering manager spoke with the nurse who reported that the pump module was giving safety clamp error messages multiple time so she opened and closed the door and reseated the tubing several times, but the error would not go away. Upon inspection the pump module appeared to have a defective door latch assembly which causes the safety clamp error. Once this error was identified. The bioengineer suspects the safety clamp was broken during the multiple attempts to clear the error by opening and closing the pump module door. This resulted in the free flow of the medication. The pump remains out of service and replacement door latch has been ordered.